Manufacturer narrative:
Product code: ove: intervertebral fusion device with integrated fixation, cervical. The following products were used in the surgery: product ID: g6626526, lot: unknown, quantity: 1, UDI: (B)(4). Product ID: g6623513, lot: unknown, quantity: 1, UDI: (B)(4). Although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. X-ray image review results: c3-4 acdf post op CT and mylogram appears to show solid fusion through the graft on non contrast CT. On the mylogram one cut appears to show a lucency through the fusion mass. Given the CT non contrast appearance, there is likely a solid fusion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior cervical discectomy and fusion at c3-c4 due to cervical herniation. On an unknown date, post-op, CT scan was performed, which showed fragmentation of the fusion mass inside the cage. Allegedly, bone union was not completed and the bones were fragmented. The upper and lower endplate's posterior border of the intervertebral disc space (into which the cage was inserted) slightly protruded, and neurological symptoms occurred. The patient recovered after undergoing conservative therapy for about one month. After that, cervical posterior fixation was also performed additionally. Patient's issue has now been reported to have resolved.